Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of unexplained power on reset. No damages were found with the battery compartment or cap. The battery cap contact measurements were within specifications. The returned battery cap was able to secure properly onto the pump. The pump powered up and functioned properly. All the buttons responded normally. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Pump casing was opened and no anomalies were found with the power circuit. The reported power issue was verified in the black box but the reported power issue or the damaged casing was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.